Event description:
Reporter indicated that vns pt was diagnosed with left vocal cord paralysis. Further follow-up revealed that stimulation was initiated approx three weeks post-implant and that the pt's voice is improving but the event is not yet resolved.